Manufacturer narrative:
Qn# (B)(4). The customer returned eleven units 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. All eleven samples were representative samples. The actual sample was not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned connectors revealed that they appear typical. None of the connectors were broken. The reported complaint of "broken/cracked - double swivel connector" could not be confirmed based upon the samples received. Five representative samples were returned. The actual sample was not returned. The returned swivel valve connectors were all intact, showing no signs of being broken. No functional issues were found with the returned representative samples. Section f.10.-health effect impact code corrected to 2199. Section h.6.-health effect impact code corrected to 2199.

Event description:
Fter receiving clarification from the customer the event is updated as follows: the double swivel connector was cracked.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 50 samples were taken from the current production; the samples were visually inspected, and issue reported "broken/cracked - y connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the "double swivel at the y connect" was cracked. The patient condition was reported as "fine", without any patient injury or consequence.